Event description:
The following information was reported to gore: on (B)(6) 2022, this patient underwent an endovascular treatment for abdominal aortic aneurysm using gore® excluder® aaa endoprosthesis. On (B)(6) 2023, an aortic extender (gore® excluder® conformable aaa endoprosthesis) was additionally placed for a proximal type I endoleak. (This event has been separately reported under report number: 3007284313-2023-02561). In 2025, the aneurysm size was increased for approximately 5 mm from the follow-up in 2024 and there was an unknown endoleak on the dorsal side of the aneurysm. Additionally, thrombus formation in the right common iliac artery apparently progressed; therefore, another reintervention was indicated. On (B)(6) 2025, an additional contralateral leg component was implanted on the right distal side with embolization of the internal iliac artery to fix the thrombus on the previous device and extend the treatment area into the external iliac artery. No obvious endoleak was noted. No treatment was given for the aneurysm growth. The patient tolerated the procedure.

Manufacturer narrative:
H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 cfr part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.